Manufacturer narrative:
E1.: facility name: (B)(6) hospital. The device was returned to olympus for inspection. And the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the flex video scope had its wire frayed, during maintenance. The was no patient involvement.